Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screw did not lock into the plate. The surgeon inserted the va locking screw in the dorso-lateral plate from a va-lcp elbow system. A va cone drill guide was used for all the drillings. One of the screws did not lock into the plate upon insertion. The surgeon was not concerned as it was only one screw. The plate used was an 02.117.204 and the screw was from the 02.211.0xx range, but the exact length was not known. This could not be tracked as there were 30 screws used in this case. The material was not available for investigation. This report is for an unknown screw. This is report 1 of 2 for complaint (B)(4).